Event description:
The hospital reported that before starting the saphenous vein harvesting procedure, the toggle broke on the scissors of the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.